Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating. A technical support specialist (tss) checked the station for any disconnect alerts but found no issues. The tss attempted to contact the customer for further investigation but received no response. The system functioned as intended after technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.